Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received the root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that patient with 25mm 6900p mitral valve underwent a valve-in-valve after an implant duration of eight years, three months due to degeneration, severe mitral stenosis. The tmvr was performed with a 26mm 9750tfx valve. The patient was transferred to the ICU in stable condition. On pod #4, the patient was discharged home in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.